Manufacturer narrative:
No physical damage to connector pins, cow catcher, or case was noted per visual inspection. No traces of moisture / contamination were noted at connector per visual inspection. Unit was able to charge properly. Unit passed functional tests including rf/ble communication test, downgrade, download, and accuracy test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced lost sensor alert and with sensor not wet issue. The customer reported no adverse event. The event involved products mmt-7040b, mmt-7841zn. Troubleshooting was performed for the loss in communication between the pump and transmitter and the customer deleted transmitter serial number from pump and re-paired but transmitter would still not communicated with the pump. Troubleshooting was performed for transmitter does not blink when connected to the sensor and the transmitter was fully charged prior and led light blinked when transmitter was disconnected from the charger and connected to tester but led light would not blink when connected to the sensor. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the sensor. No product return was required for mmt-7040b. The customer discontinued the use of the transmitter. Product mmt-7841zn was returned for analysis.